Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, product type: lead.

Event description:
Information received via a healthcare professional from a clinical study reported left side cranial incision site wound infection. The patient had developed scabbing over the scalp wound with purulent drainage from the left side cranial scalp wound. The event resulted in in-patient hospitalization and an emergency room visit. Diagnostic methods included an examination performed (B)(6) 2016 that identified scabbing and left side cranial wound drainage. A laboratory testing performed (B)(6) 2016 identified gram positive cocci further lab testing performed identified "increased glubed, hgb, rbc, pcv" a day later and "increased hgb, rbc, igab, bun, gluc" two days later. Interventions involved the entire system being explanted and not replaced on (B)(6) 2016. Etiology was reported as possibly related to the device or therapy, unlikely related to the implant procedure, and due to the incisional/device tract, specifically the lead/extension tract and left burr hole site. The outcome was ongoing. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the etiology to unlikely relatedto the event being related to the device or therapy.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the etiology to be possibly related to the implant procedure.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.